Event description:
It was reported that this incident occurred in the ed during insertion. There was difficulty reported with the swg unraveling (see MDR 1036844-2013-00085) and the dilator "peeling back" (see MDR 1036844-2014-00086). The physician alleged that they also have used cdc-45854-xp1a kits with aw-04435 spring wire guides. The physicians claim that the dilator is kinking the aw-04435 swg during insertion. There was no reported delay, death, or complication to the patient as a result of this issue. The device was removed and replaced to perform the procedure successfully.

Manufacturer narrative:
(B)(4).